Manufacturer narrative:
We have now concluded our investigation for the complaint received. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. No samples were returned so a visual and functional evaluation could not be carried out. Though the failure mode could not be confirmed, a procedure review was carried out in order to identify potential root causes. The adhesive weight of the material used to manufacture this product can affect the adhesive performance of the finished product. This may cause the adhesion levels to vary out of specification. Controls are in place during manufacture to ensure that only finished products meeting product specifications are released. Controls include a fault log to record any issues, tabbing to remove any issues relating to adhesion during manufacture and also finished product testing. We were unable to identify a definitive root cause. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the iv300 does not stick enough. No more information available.